Event description:
Kion was cycling on a patient when staff noticed the unit was alarming that it was on battery power. Patient was bagged and kion was swapped out. Siemens fse discovered that the power supply was defective. Power supply was swapped out, unit was calibrated and functionally checked. Kion is performing according to all manufacturer's specifications. Kion was put back into service. There was no patient injuries because kion continued to cycle during reported incident. Defective part will be shipped back to siemens for eval.